Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook tri-ex extraction balloon with multiple sizing. It was reported, [that the] balloon would not stay inflated, would slowly deflate as it has a hole. The devices were able to be used to complete the procedure. Our evaluation of the returned device on 04/05/2023 determined that the balloon was returned ruptured. Under magnification it was noted, that not all sections of the balloon material match up [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed, the report. The device was returned without the syringe. The balloon was ruptured and examined under magnification. Under magnification the balloon was examined, and there was a portion where the balloon material did not match up and a portion appears to be missing. The missing portion of the balloon was not returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, the balloon material ruptured. A definitive cause for this observation could not be determined, because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the information provided in the report, it states, the balloon was tested prior to advancement down the endoscope accessory channel and inflated properly. A pinhole, split, or rupture in the balloon can occur if the balloon material has come into contact with a sharp object, such as a sharp stone or possibly a burr in the endoscope channel. A split or rupture in the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to "gently withdraw the inflated balloon toward the papilla." The instructions for use contain the following: "warning: do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy". Prior to distribution, all tri-ex extraction balloon with multiple sizing are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed, that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time, based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.